Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. Due to deformation of the up/down knob, s-connector, and the control unit, water tightness was lost. The adhesive on the bending section cover was detached. Due to wear of the angle wire, the bending angle in the right direction and the play of the up/down knob did not meet the standard value. The plastic distal end cover had a dent, and the light guide lens had a chip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, the evis exera ii duodenovideoscope had a leak below the up/down angulation knob. The issue was found during reprocessing. The scope was being collected for annual inspection as well. No patient harm reported. During the evaluation of the device, it was noted the forceps elevator had foreign material due to insufficient cleaning/reprocessing and the light guide lens was dirty. This report is to capture the reportable malfunctions of the forceps elevator with foreign material due to insufficient cleaning/reprocessing and the dirty light guide lens noted at estimation.

Manufacturer narrative:
Correction to b3, the event date was 31-jan-2022. Correction to g3 of the initial medwatch. The aware date should be 02-feb-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the user's reprocessing method of the distal was insufficient or that the device was not reprocessed immediately after a procedure and foreign materials adhered to the distal end, dried, and solidified. The following mechanism likely caused the event: I) moisture entered from the leak into the subject device, and internal components of the lg lens corroded. Ii) particles created by corrosion remained inside the lg lens as dirt. The following is included in the instructions for use (IFU) and may help detect or prevent the event: "precleaning: if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope.". Olympus will continue to monitor field performance for this device.